Event description:
It was reported that the patient experienced a shocking/jolting sensation. The patient had not charged for 2-6 months and the device was in an overdischarge status. The antenna locator option was used, which resulted in a power on resent (por) message. The patient then had the "call your doctor" icon appear and then the shocking occurred. The patient turned the device off and then on and the shocking resolved.

Manufacturer narrative:
Lead model 39565-65, serial# (B)(4), implanted: (B)(6) 2010, explanted: na. Recharger model 37752, serial# (B)(4). Programmer model 37743, serial# (B)(4). (B)(4).